Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the anterior tibial artery with moderate calcification and mild tortuosity. The 2.00x200mm armada balloon dilatation catheter (bdc) was prepared per the instructions for use. Then, was advanced to the target lesion and the balloon was inflated to nominal pressure. However, a balloon rupture occurred during the first inflation. Therefore the bdc was removed from the patient. There was no adverse patient effect, and no clinically significant delay reported in the procedure. Another same size armada was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.